Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac growth of 25.8mm and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak (non-device related) of the lumbar and internal mesenteric arteries (with a previous coiling or plug of the internal mesenteric artery date unknown) occurred that was not included in the event as reported. These findings were discovered during an examination of the 71-month post implant CT scan. The most likely causation for the sac growth is anatomy related. Procedure related harms of this adverse event/incident could not be determined with the medical records available for review. The final patient status was reported as being fine following the additional endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. D4: UDI #: updated h6: medical device problem codes: remove 3190 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11 based on the results of the clinical finding of a type ii endoleak (which caused the sac growth and subsequent re-intervention in nov 2021) this is no longer a reportable event .

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a type ib endoleak was detected by CT. A re-intervention was performed on (B)(6) 2018 where an afx limb extension was implanted to extend the distal seal. The patient did well intra and post-operatively. This event was previously reported under MDR # (B)(4). Approximately four (4) years post initial procedure, an endoleak at an indeterminate origin was detected during routine follow-up by ultrasound. The physician elected to treat the patient by implanting a bifurcated afx2 and limb stent graft afx devices on (B)(6) 2019. The endoleak was confirmed resolved and the patient is reportedly doing well. As of date, there have been no additional patient sequelae reported. This event was previously reported under MDR # (B)(4). Now approximately two (2) years post re-intervention, during a routine follow up, a CT revealed that the aaa has grown to 9cm. The physician elected to reline the previously implanted afx stent grafts with an alto stent graft system to successfully resolve this event. The patient was reported as doing fine post this re-intervention. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak (non-device related) of the lumbar and internal mesenteric arteries (with a previous coiling or plug of the internal mesenteric artery date unknown) occurred that was not included in the event as reported. The type ii endoleaks and previous coiling or plug was discovered during review of the 71 month post-implant CT scan.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a type ib endoleak was detected by CT. A re-intervention was performed on (B)(6) 2018 where an afx limb extension was implanted to extend the distal seal. The patient did well intra and post-operatively. This event was previously reported under MDR # 2031527-2018-00871. Approximately four (4) years post initial procedure, an endoleak at an indeterminate origin was detected during routine follow-up by ultrasound. The physician elected to treat the patient by implanting a bifurcated afx2 and limb stent graft afx devices on (B)(6) 2019. The endoleak was confirmed resolved and the patient is reportedly doing well. As of date, there have been no additional patient sequelae reported. This event was previously reported under MDR # 2031527-2019-00503. Now approximately two (2) years post re-intervention, during a routine follow up, a CT revealed that the aaa has grown to 9cm. The physician elected to reline the previously implanted afx stent grafts with an alto stent graft system to successfully resolve this event. The patient was reported as doing fine post this re-intervention.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.